Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging a cartridge leak. The patient's father stated that the patient was originally at a friend's house and received an exceeds max tdd alarm. The patient reportedly disconnected and took out the cartridge from the cartridge compartment. The cartridge was found to be wet. The patient then went home and his father observed insulin in the bottom of the cartridge compartment. The patient reportedly developed elevated blood glucose (bg) levels during the time of concern. The patient reported actual results of: "376, 374, and 308 mg/dl." The reporter indicated that the cartridge/tubing were tightened properly. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had a cartridge leak. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge has been returned, a retained sample was pulled and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The 510(k) # = k032257.